Event description:
It was reported during a device exchange procedure, there was difficulty screwing the atrial lead into the device header. Upon connection, inadequate capture and p wave amplitude variation were noted. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of loose intermittent connection was confirmed, complaint of sensing problem and capturing problem was not confirmed. Device was in normal range of operation on receipt. Device image analysis indicated average monthly voltage and current trends were normal. Visual analysis was performed on the header and damage was noted on atrial septum and setscrew inset which was caused during procedure. Telemetry, output, sensing and pacing function tests were performed and no anomalies were noted. Longevity assessment was performed, and device had appropriate longevity remaining.